Manufacturer narrative:
(B)(4). Additional information: a service history review determined that this device has not previously been serviced by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 808:03. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. Review of the device event history determined that this condition interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:03. The root cause was determined to be a faulty pump head module. The pump head module was replaced to repair the reported condition. Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the originally reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot.